Event description:
This event was reported to the co, the distributor of bio-oss in the USA, by the european MFR of the product. This was the first adverse event the MFR had ever received on this product. A pt was operated on in a foreign country in 2001. Bio-oss (1-2mm granules, 0.5g, batch no. 010156) and another product named bio-gide period (size 22 x 28mm, batch no. 010249) (a product marketed in europe only) were implanted. Two weeks after surgery, the pt had a rash. On the operated site there were no signs of inflammation. (The pt also reported to the dentist a rash that had occurred after the use of the surgical collagen sutures in 1996). The pt was treated with zyrtec and with calcium. The symptoms of the rash vanished. 7 weeks after treatment the pt felt bad and took various pharmaceuticals (polopirine c, aspirin and rutiscorbin). 1.5 hours after intake of this cocktail pt called to emergency. During emergency treatment, the pt was treated with hydrocortisone IV and the symptoms stopped. The pt has felt well after leaving the hospital. Pt still had a little rash on the operated site. No further info available. The european MFR's preliminary comments are: rash: a causal relationship of the rash with the bio-gide perio seems unlikely. Additionally, a causal relationship with the emergency case and bio-gide perio seems unlikely, but cannot be completely excluded. It is highly likely that the emergency case was caused by one of the pharacueticals (probably aspirin) that the pt took 1.5 hours before. The time course gives strong indication for this.